Event description:
Philips received a complaint on the v60 ventilator, indicating that the bottom half of the touchscreen wasn't responding to touch and needed to be replaced. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that the bottom half of the touchscreen was not responding to touch and needed to be replaced. The customer was provided with the replacement part information for a touchscreen. The customer again requested the v60 touchscreen part information from an rse and was provided with the part number and pricing. Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.